Manufacturer narrative:
Batch reviews performed on 25 september 2017. Lot 147997: (B)(4) items manufactured and released on 11 february 2015. Expiration date: 2019-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø56 two-holes, code 01.32.156dh, lot. 160478 (k132879) (B)(4) items manufactured and released on 31 may 2016. Expiration date: 2021-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery, greater trochanter and femoral bone were fractured. Greater trochanter fracture was confirmed after extending the femur. Femoral bone fracture (below the stem) was confirmed after implantation of the stem. Due to this event, the surgery was prolonged about 4 hours. It was not clear, but greater trochanter fracture might be occured during external rotation after femoral head resection. Femoral bone fracture might be occured while rasping or inserting the stem.